Event description:
The event is reported as: the customer alleges that no humidification was delivered to the pt and the pt rec'd dry air. No report of pt injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. Device history record review: review of mfg event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections shows one non-conformance that has no impact on the quality issue reported. Non-conforming material was sorted for a defect, re-inspected, and found to be acceptable per internal specification. No sample available from the customer to investigate. The complaint can not be confirmed. The root cause is unk. Teleflex will continue to monitor feedback from customers on issues related to humidification deterioration and/or stop on a water bottle during use.